Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with mentor siltex contour profile moderate 440cc saline breast implants which the right side deflated after implantation. As a result patient had the device explanted and replaced with the same mentor device on (B)(6) 2019. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered.

Manufacturer narrative:
Device received on 7/1/2019. Device evaluation completed on 7/22/2019: during evaluation of the sample it was noticed a tear measuring approximately 0.5 cm located in the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Summary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).